Manufacturer narrative:
It is unknown if the customer performed controls before or after this incident. Bci field service engineer (fse) was dispatched for this event. Fse performed major preventive maintenance (pm), replaced all electrodes, cleaned the flowcell, changed the carbon bridge and rebuild ratio pump. Fse calibrated all chemistries, ran qc and found no error. As of (B)(4) 2011, the customer has not contacted bci in regards to this issue since completion of the service.

Event description:
A customer contacted beckman coulter inc. (Bci) to report that the synchron lx20 analyzer generated erroneous electrolyte (na, cl and co2) results. The customer reviewed delta checks and repeated the test on another instrument. Results were reported out of the lab and the corrected results were amended within 5 minutes. Therefore, patient treatment was not affected.